Event description:
It was reported that the atrial lead exhibited bipolar impedance of 2304 ohms. Unipolar impedance was 360 ohms, close to previous bipolar impedance. Several stored electrograms showed noise on the lead. A chest x-ray showed no obvious damage. The atrial polarity was changed to the unipolar configuration.

Manufacturer narrative:
Na